Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.